Manufacturer narrative:
(B)(4). Neuropace is pending return of the explanted lead.

Event description:
On (B)(6) 2022, a neuropace depth lead was observed to have insufficient charge on all electrode contacts(4), signal artifact, and abnormal impedances, indicative of a lead break. This was confirmed by neuropace after review of the intracranial eeg recordings from that lead. Neuropace confirmed that the data was indicative of a lead break. The lead was explanted and replaced on (B)(6) 2022, and functioned normally. The patient is reported as doing well.